Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown impedance issue. A new rv lead was implanted and remains in service. Additional information is being requested from the field. No additional adverse patient effects were reported.